Event description:
The pt underwent total knee replacement in 2001. The surgeon performed the partial cement technique. Post operative alignment, ligament balance did not indicate a problem. In 2004 the surgeon found loosening of the tibial tray. The surgeon performed revision surgery.